Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant result with meter compared to lab: date: (B)(6) 2011, inratio: 1.1, lab: 2.8, retest inratio: 1.2, md poc meter: 2.8. Patient's target therapeutic range is 2.5-3.5. Patient has been using meter for about 2 years.